Event description:
The customer reported to olympus that there was leakage while using the evis exera ii ultrasound gastrovideoscope. There was no patient harm associated with the event. The device was returned and evaluated, and there was an adhesive gap on the distal end where a stain entered the lens through a gap; also, foreign material could not be removed due to buckling of each channel/nozzle, and foreign material was exiting from the biopsy channel. The deposits on the probe and the distal end could not be removed. This medical device report MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer's allegation was confirmed. In addition to the reportable findings captured in the event description, water tightness was lost due to a pinhole on the channel tube, the adhesive on the bending section cover was detached; and due to wear of the angle wire, the bending angle in the down direction did not meet the standard value. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
Corrected fields: h3 (inadvertently missed) this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. Event 1: adhesive gap between the acoustic lens and ultrasonic probe. It is likely the gap in the adhesive occurred due to improper handling, wear, and/or fatigue from frequent use of the device. The event can be prevented by handling the device in accordance with the following IFU: "warnings and cautions ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Event 2: foreign material it was confirmed that foreign material was found in the device, however, the specific material could not be identified. It is likely foreign material remained in the device and could not be removed even with proper reprocessing due to the damage found in the channel/nozzle and gap on the insertion section/boot. The event can be prevented by handling the device in accordance with the following IFU: chapter 6 compatible reprocessing methods and chemical agents chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.